Event description:
The facility reports while the resident was being transferred from the bed to the chair, the strap on the sling broke, causing the resident to fall to the floor, hitting their head and shoulder.